Event description:
Related manufacturer reference number:2017865-2023-04785, related manufacturer reference number:2017865-2023-04788. It was reported that the patient presented for a post implant follow-up. An x-ray was preformed, and it was discovered that the implantable cardioverter defibrillator migrated downward along the patient¿s breast tissue. It is believed that the patients muscle tone was insufficient to hold the device and sutured leads near the access point. The device was repositioned successfully. As a result, slack had been pulled out of the right atrial and right ventricle leads in the heart requiring repositioning of the leads. The leads were repositioned successfully. The patient was discharged.